Manufacturer narrative:
The pump was received with a severely cracked and bleeding lcd glass. Unable to verify the blank display anomaly or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the lcd anomaly. The pump had a cracked case at the display window corners, cracked battery tube threads, minor/deep scratches and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display only returned partially. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.